Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device failed to fix the mesh in the cooper ligament and straps got trapped in the instrument or loose in the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.